Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows twenty-four successfully performed treatments. The treatment could be identified in the logfile. The user performed an energy check. The measured energy was stable prior and after the treatment. The treatment was performed without interruption and the eyetracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. Treatment of keratoconus eyes is not recommended by company. The ablation was conducted a little decentered. The laser treated the patient as intended. Prior to the treatment the keratoconus was not in the pupil area. Due to the applied correction of the topo guided treatment the laser reduces the aberration but introduces an astigmatism, which is present in the pupil area. Conclusively, the treatment was planned right and the laser worked right. As the treatment is not recommended by company, the customer used the laser for an off-label use. The root cause is user error. Treatment of keratoconus eyes is not recommended by company. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with unexpected outcome in the left eye post photo refractive keratectomy procedure. The patient was not happy because his better acuity has decreased on his good eye and sees less well than before his operation. Post operative visual acuity resulted in loss of two lines or more. Symptoms were continuing. Additional information has been requested.